Event description:
The customer reported that the device jaws could not be re-opened and the blade came off the track during a colorectal procedure. The device was not applied to tissue when this occurred. The surgeon opened another instrument to continue the procedure. There was no pt injury or tissue damage reported. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.